Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1) during bolus delivery. Subsequently, it was reported that the pump unexpectedly shutdown and an unexpected reset occurred. There was no impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support, and reportedly loaded a new cartridge on the pump to resume insulin therapy.